Manufacturer narrative:
The field service representative (fsr) checked the instrument and found that the cuvette washer #1 was overflowing the cuvettes. The fsr performed multiple troubleshooting services including the replacement of the tubing, peristaltic head (rohs) and the sample probe which resolved the issue. Return testing was not completed as returns were not available. Review of the analyzer's service history identified no contributing factors to the current complaint. No additional discrepant result issues have been reported since the service activity was completed. Tracking and trending review did not identify any trends for the tubing, peristaltic head (rohs) or the sample probe. A review of tracking and trending did not identify any trends for the architect c. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the tubing, peristaltic head (rohs), sample probe, or the architect c4000 processing module for serial (B)(6) was identified.

Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated creatinine result generated on the architect c4000 processing module for an (B)(6) year-old patient. The following data was provided (customer's reference range: 0.6 to 1.0 mg/dl): sid (B)(6). Initial result = 6 mg/dl, repeat = 1.27 mg/dl. Additional data was added for troubleshooting purposes only. No impact to patient management was reported.